Event description:
Information received from the field does not address the patient's clinical status but notes that >3000 ohms atrial impedance was reported from a clinical events screen. A manual reading gave an impedance of 300 ohms. The device was programmed to vvi and remains implanted.